Event description:
It was reported that the leg bag did not come with tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be due to "incorrect assembly operation / components / accessories placement (incorrect assembly)". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed as it could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the leg bag did not come with tubing.